Event description:
It was reported that oversensing was observed. Lead explant was done. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the ligature marks were noted 25.5 cm distal to the is-1 connector pin. The outer conductor coil and the insulation were circularly squeezed and deformed. The insulation was still intact. No deviations were noted that might have contributed to the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.